Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available a supplemental report will be issued. Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that the pt was treated with a femoral nail for a fracture of the femur in 2004. In 2005, it was found that the nail was fractured. The pt was revised.